Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID sedr01 implantable pulse generator (ipg) implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that there was an atrial lead warning for low impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.